Event description:
A discordant low hemoglobin result was obtained on the advia 2120 for one patient, the result was sent to the physician and the patient was hospitalized. The sample was repeated at the hospital and a corrected report was sent out, no patient treatment given. There is no known report of adverse health consequences due to the discordant hemoglobin result.

Manufacturer narrative:
A siemens global product support specialist evaluated the advia 2120 instrument data and found that the cause of the discordant hemoglobin result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.